Event description:
It was later reported that the pump was explanted and not replaced. Per the reporter, there was a hole in the catheter that caused leaking. The device system was used to deliver hydromorphone and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n148399, implanted: (B)(6) 2008, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient heard the pump alarming on (B)(6) 2013. The next pump refill wasn¿t until (B)(6). The patient went into the clinic the same day. The pump was interrogated and a motor stall was discovered. The patient was experiencing nausea and was sent to the ER (emergency room), but was not admitted. The pump was turned to minimum rate. The patient returned to the clinic the next day and the pump was still stalled. The patient was experiencing a headache at this visit that had begun the day before. The patient also had symptoms of pain, underdose, and was having less than 50% therapy relief. The patient was given clonidine and also took oral opioids. A pump replacement was planned for (B)(6). The patient status at the time was reported as ¿alive - no injury/no adverse event¿. The pump was delivering dilaudid, bupivacaine, and clonidine. It was later reported that the pump logs showed a motor stall occurred (B)(6) 2013 @ 7:00 <(>&<)> tube set occurred on (B)(6) 2013. No motor stall recovery was noted. The patient was not in an MRI or anything at the time of the stall; she did go shopping. The patient experienced withdrawal-type symptoms over the weekend. The patient had an MRI on (B)(6) 2013, but the pump was checked following that. It was later reported that the pump was scheduled to be replaced the first week of (B)(6). Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor stall due to gear/pinion.

Event description:
Additional information received reported that the device system was used to infuse ¿other¿medication but the medications were not noted. The cause of the event was indicated as catheter break, tear, hole. It was not notedif there was any troubleshooting or intervention done, nor were there signs or symptoms reported. Patient outcome was not indicated.

Manufacturer narrative:
Product ID: 8590-1 lot# n148399, implanted: 2008 (B)(6), product type accessory product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.